Event description:
A customer in (B)(6) alleged the generation of false mutation detected results for exon20 insertion mutation with the cobas egfr mutation test v2 compared to other methods, including oncomine dx.. As a consequence of the exon20 insertion result generated with the cobas egfr mutation test v2, the patient requested participation in a clinical trial (lc scrum). Additional testing for the trial was conducted with an unknown method, and the result was no mutation detected (date unknown). Additional testing with oncomine in (B)(6) 2021 generated a no mutation detected result. As a result, the patient was not able to participate in the trial. They are being treated with conventional chemotherapy. No harm or injury was reported.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees were notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).